Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "the lipid filter was leaking at the filter site. The filter was changed and a new filter leaked as well. There was resolution with the third filter change. Pediatric lipids had been running through line formula: d23.5%, aa 12gm/tv running at a goal rate of 14ml/hr and 10 grams lipids running separately over 12 hours. Lipids were run separately due to elevated triglycerides. These lipid filters have been known to leak at the filter sites. Unfortunately, filters are changed until one doesn't leak." In a later discussion with the customer it was reported that there was no patient harm.

Manufacturer narrative:
Concomitant medical products: green curos swab cap , therapy date unk. The customer¿s report of a leak at the filter was confirmed. Visual inspection showed black stains at the proximal vent hole and male luer, presumably from residual lipid medication which had grown moldy. No other evidence of damage or anomalies was observed. Functional testing confirmed leaking at the weld line of the upper and lower housing of the filter. The root cause of the leak was identified as a poor weld on the affected part of the filter component.